Event description:
Patient in operating room for robotic hysterectomy, bilateral salpingectomy. At beginning of case, the synchroseal was plugged in and inserted into the patient but did not turn on. Item was checked, cord, handpiece and tried rebooting the machine but it wouldn't activate. New synchroseal opened and worked immediately. Procedure continued without incident.